Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced two appropriate treatment events on (B)(6) 2021 and (B)(6) 2021. The patient received an appropriate treatment at 05:23:21 on 02/12/2021 while in vt at 180 bpm. The patient's rhythm was successfully converted to af at 110 bpm with pvc's. The patient received an additional appropriate treatment at 19:38:56 on (B)(6) 2021 during vt at 180 bpm. The patient's post-shock rhythm was vt at 170 bpm. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The patient continued use of the lifevest and did not seek medical attention for the treatment events. Reporting event out of an abundance of caution as the patient's rhythm was unable to be successfully converted during the treatment event.